Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of 24g x 0.56in (0.7 x 14 mm) insyte experienced product damage. The following information was provided by the initial reporter: at the time of the installation of the device, yellow catheter, during the purge of the catheter, purge is impossible. It is possible to purge the needle and catheter separately but not together. Customer added the following info after question: it is true that in the practices of use of a short catheter, it is not frequent to purge it before use but in neonatology it is purged before puncturing the vein, this is explained by the fact that our patients have a low venous return and this practice facilitates catheter placement.

Event description:
It was reported that an unspecified number of 24g x 0.56in (0.7 x 14 mm) insyte experienced product damage. The following information was provided by the initial reporter: at the time of the installation of the device, yellow catheter, during the purge of the catheter, purge is impossible. It is possible to purge the needle and catheter separately but not together. Customer added the following info after question : it is true that in the practices of use of a short catheter, it is not frequent to purge it before use but in neonatology it is purged before puncturing the vein, this is explained by the fact that our patients have a low venous return and this practice facilitates catheter placement.

Manufacturer narrative:
Investigation: 3 actual sample was returned for investigation. The sample was subjected to flashback test as per test procedure 80005661. All returned samples passed the flashback test; the sample is not clogged. The complaint is unconfirmed and product is with specification. DHR was performed and no quality notification was raised for similar nonconformance during the production of this batch.